Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges visualization of particles. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the third party service center for evaluation. During the evaluation, the device was visually inspected and no visible foam particles were observed. Additionally, the dust was found and the device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer reported on this device in MDR 2518422-2026-100098 in error. At this time of investigation, it has been determined that all further reporting activities will be carried out in src (B)(4). So, MDR 2518422-2026-100098 is a duplicate of src (B)(4) MDR 2518422-2024-102810.